Event description:
The lay user/patient contacted lifescan customer service in 2009, alleging that the one touch ultra link meter read inaccurately high compared to his two other meters (one touch ultra and one touch ultra mini). He also indicated that he was unresponsive that night before he compared his results with the 2 other meters. The medical surveillance specialist (mss) contacted the lay user/patient about 10 days later, and obtained more information. The pt was unable to specify when he started to feel his meter was reading inaccurately high; however, he reported an incident that occurred in 2009, which prompted him to compare his meter to his two other meters. Prior to the hypoglycemic event, the pt reportedly got a typical before dinner reading of "120 something" around 6pm in the previous day. He then took his last bolus of insulin (unspecified dose) before the hypoglycemic event at this time. Before going to bed (unspecified time), he got an "85 mg/dl" meter reading, which was lower than usual so he ate an apple. At 2-3am on the day of event, the pt reportedly was "unresponsive." He stated that he was not responding to his wife's questions and was not aware of what was going on. He does not recall if his wife used the subject meter during the incident. The pt was conscious enough to swallow the glucose gel that his wife gave him. The pt did not receive any other forms of treatment. The next morning (unspecified time), he decided to compare the subject meter to his two other meters as a result of the hypoglycemic event. The pt got "257 mg/dl" on the subject meter and "194 and 196 mg/dl" on the other two meters. The same drop of blood was used for all 3 tests. The pt also used test strips from the same strip vial. Based on statistical methodology, the calculated difference of the reported results exceeded the expected <=30%. The customer service representative (csr) walked the pt through 2 control solution tests with 2 different vial of test strips and the results were outside the expected range. The product did not cause or contribute to an adverse event. The subject meter provided him a result that indicated that his blood glucose levels were lower than usual before he went to bed. However, this complaint is being reported because the results from the subject meter did not meet lifescan's accuracy criteria when 2 devices were compared to each other.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.